Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button required several presses to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no damage was observed to the pump keypad cover. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim and discolored.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during further investigation of the pump, a crack in the battery compartment at the threads was observed.